Event description:
It was reported the video system center had no image during preparation for use for a diagnostic esophagogastroduodenoscopy (egd) procedure. The issue caused an unspecified delay when the patient was not under anesthesia yet. The procedure was completed with a similar device. There was no reported patient impact.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause root of the reported video system no image issue could not be determined, however, it is likely that the issue was the was the result of a faulty pictail port. Olympus will continue to monitor field performance for this device.